Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1999, product type lead; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1999, product type lead; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had experienced so much stimulation that it caused ¿something like dyskinesia.¿ it was noted the patient had face spasms and they would tense up. It was noted the patient¿s hands and arms were clenched. It was noted the patient had overstimulation. It was stated if they lowered the voltage it reduced the amount of facial spasms but they would have more trouble walking. It was stated ¿it just was not at the right level.¿ it was noted this did not occur before the patient had gotten the replacement. It was stated the patient had parkinson¿s disease for a long time and no matter what they would do, the patient did not look healthy. It was stated it was at 3.2v on the right implantable neurostimulator (ins) and at 2.9v on the left ins. It was stated the patient¿s previous ins was at 3.5v on the right and 3.2v on the left. It was noted it was lowered because if it had been off for a while ¿it could overstimulate.¿ it was noted the patient had an appointment scheduled with their neurologist the day after report.